Event description:
Patient alerted rn that chemotherapy connection disconnected. Chemo ongoing. Small amount of chemo noted on the bedsheet and few drops on the floor. Patient claimed right arm was wet. Skin was checked, no redness or injury noted. Patient washed his right arm with water.